Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown. (B)(4).

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and longevity was shorter than expected for the programmed outputs and therapies delivered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.